Event description:
It was reported that the customer had a low battery alert and she is unable to remove the battery cap. Customer's blood glucose level was reported as 49 mg/dl and 65 mg/dl. Customer treated with juice. Troubleshooting was performed and the customer was able to remove the battery cap with a large screwdriver. Customer had 4 low blood glucose levels today and has had juice each time. Customer declined to troubleshoot for her low blood glucose levels. Customer stated that there were cracks on the battery compartment. Customer reported that she has injections for a back-up plan. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no low battery alarms or failed battery test noted. The insulin pump was received with operating currents within specifications and passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.